Event description:
Customer reported that the reading is not accurate. No pt incident or injury was reported. The customer did not provide a date of when this issue was discovered.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: instructions for use state: the cufflator should be calibrated annually, or if measurements fall out of range, or if the cufflator needle dos not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).